Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during implantation of an intraocular lens (iol), when the inferior haptic grabbed on to the capsule and took the capsule out while removing vitreous. The patient had hemorrhaging for a couple weeks. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the haptic of the lens was not properly manufactured, he said the end seemed sharp and stiff. When removing viscoelastic from the eye doctor noticed that the haptic was catching on the capsule, he stopped to assess and continued paying great attention to that haptic which remained stable. The patient with a long recovery is now doing well.